Manufacturer narrative:
H3: analysis of the pump confirmed an inability to establish telemetry. Therefore, no dispense testing could be performed and no log data could be obtained. Analysis noted a random two toned critical alarm was heard at sporadic intervals. A listening device was placed on the pump¿s top shield to listen for motor function, and no pulses could be heard (no motor function). The pump otherwise passed battery voltage testing and patency testing. The cause of the no-telemetry condition was unable to be determined during bench testing. H6 correction: the previously applied device code a13 has been replaced with a071102. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: eval code conclusion updated from d16 to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the moment of the interrogation of the new pump still in the box, the clinician could not establish a communication with the device. The clinician programmer though, could establish communication with another pump, which couldn't though be implanted (passed use before date). This suggested that the tablet was working as expected. The hcp also tried to interrogate the pump using an n¿vision programmer but no telemetry could be established. It was confirmed there was no emi that could potentially interfere with the telemetry between the programmer and the pump. The actions/interventions taken was the rep was to see if a new pump could be provided. The pump was never implanted and was to be returned to the manufacturer. There were no patient symptoms or complications associated with the event. The patient was without injury regarding their status as of (B)(6) 2023. Additional information was received from a foreign healthcare provider via a company representative. It was noted there was no patient associated with this event as the product was never implanted. It was reported the cause of the issue was not determined. The act ions/interventions taken to resolve the event was two tablets were used to interrogate the device and an n¿vision programmer. All the clinician programmers could not detect the pump. The rep also interrogated the pump with their programmer and the message ¿device not found¿ appeared. Another pump was used that could be interrogated for the case. The issue was resolved at the time of this report.